Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5554-53 implantable pacing lead (B)(6) 2010; addr01 implantable pulse generator (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead was capped and was replaced. No patient complications have been reported as a result of this event.